Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that a patient¿s catheter had migrated or dislodged at the distal end. The distal segment was replaced as a result of the event. No diagnostic testing or troubleshooting was required. The product issue was resolved. The patient was alive with no injury at the time of the report. No patient symptoms were reported. It was indicated that there was no drug in the pump. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Event description:
Additional information received reported there were no catheter segments left in the intrathecal space. The patient was doing fine.